Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist had the user log out and log back into the system and confirmed that the issue was resolved, following which the drawer operated normally. No further investigation was required, and the system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open when attempting to issue lorazepam 0.5 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.